Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported arrhythmia could not be conclusively determined during this evaluation. A cause for the arrhythmia could also not be determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had cardioversion on (B)(6) 2021 due to atrial fibrillation. The patient went back to normal sinus rhythm. The patient did not have any symptoms related to the arrhythmia. The arrhythmia did not result in clinical compromise. The patient was noted to have a history of atrial fibrillation and ventricular tachycardia. The arrhythmia was not thought to be device related. The event resolved with oral amio. The account reported "other arterial peripheral thromboembolism" which was addressed under manufacturer report number: 2916596-2021-01992. No additional information was provided.